Event description:
It was reported that the device could not measure lv thresholds in the past 7 days possibly due to a competing rhythm, a fast intrinsic rate, or a short av delay. The device logged warnings for capture management, ventricular sensing episodes, and time in at/af episodes since last session. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed, and revealed a data recording problem. There were no obvious device issues.